Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that the machine was being prepared for patient use when the cs300 intra-aortic balloon pump (iabp) unit had reported and alarmed a leak in the loop. The customer replaced the device. It was not used by the patient.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) checked machine and replaced 2500 maintenance package. No bad parts have been returned. Due to business reasons, the work order cannot be closed temporarily and the service report cannot be generated. Gfe was raised for the service order (so) but not available, complaint needs to investigate once so available and if any new information received. As of now, the investigation is closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. A getinge field service engineer (fse) checked machine and replaced 2500 maintenance package. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had reported and alarmed a leak in the loop. The customer replaced the device. There was no patient harm reported.